Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set, an unspecified number of devices exhibited insufficient blood flow, sample leakage from a defective rubber sleeve, and difficulty in activating the safety feature. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The manufacturing location for this product is (nipro). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.